Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was extracted successfully.

Manufacturer narrative:
The initial reported event of [brief event description] was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. D354drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after hearing alert tones. The right ventricular (rv) lead had high superior vena cava (svc) coil impedance. The svc coil was programmed off. At a subsequent device check approximately one week later, it was noted that the svc coil impedance had decreased from the high value. It was also noted that the rv coil impedance had increased slightly. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead exhibited increased counts to the sensing integrity counter (sic). The lead was suspected to have fractured. No action has been taken on the rv lead. The implantable cardioverter defibrillator (ICD) exhibited premature battery depletion at the patient's follow up appointment. The ICD was replaced.